Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
The manufacturer became aware that a user of the dreamstation auto bipap had states contamination of foam particles were observed inside the blower kit. Additionally, debris on lcd screen and damaged buttoms on upper enclosure were found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information is received on 25 june 2025, and section h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness and cough. There was no report of medical intervention. The device was returned to third party service center for evaluation. The third-party service center became aware that a user of the dreamstation auto bipap had states contamination of foam particles were observed inside the blower kit. Additionally, debris on lcd screen and damaged buttoms on upper enclosure were found. The device was repaired. Section h6: patient outcome code is updated in this report.